Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic testing was performed on the device. Stent struts were returned entirely damaged and detached from the balloon and the inner lumen was bunched and stretched, 7.8cm from the distal tip. Crimp markings were visible on the balloon and balloon folds were tightly folded. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed 19dec2025. It was reported that the device was damaged. A 2.50 x 38mm synergy xd mr ous was selected for use. Upon unpacking, the stent was not separated from the guide and became damaged. No patient complications were reported. However, device analysis revealed that the stent was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic testing was performed on the device. Stent struts were returned entirely damaged and detached from the balloon and the inner lumen was bunched and stretched, 7.8cm from the distal tip. Crimp markings were visible on the balloon and balloon folds were tightly folded. No other device issues were identified during returned product analysis. Correction: h6 evaluation result codes.

Event description:
Reportable based on device analysis completed 19dec2025. It was reported that the device was damaged. A 2.50 x 38mm synergy xd mr ous was selected for use. Upon unpacking, the stent was not separated from the guide and became damaged. No patient complications were reported. However, device analysis revealed that the stent was detached.